Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, noise episodes were observed on the atrial lead. The physician decided to leave the lead inside the body as the patient rarely paces and has known atrial fibrillation, declined anti-coagulant treatment. The patient was stable.